Event description:
It was reported that the patient's clinic wanted to confirm the validity of the pressure sensor readings. As a result, the patient underwent right heart catheterization on (B)(6) 2019 where the sensor was recalibrated and increased by 2 mmhg. Accurate readings were observed under the manufacturer's patient care network database.

Event description:
It was reported that the patient was receiving inaccurate sensor readings consistent with dampened waveform. The patient¿s clinical site was advised to monitor the sensor readings for clinical correlation. No additional information is available at this time.